Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During follow up with the caregiver (cg), the cg stated that the issue was resolved, however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg the home patient (hp) did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was connected at the time of the alarm. The hp stated that the hp was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm and had the home patient (hp) cycle power to the hc. The hp would disconnect for the night. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up the caregiver (cg) stated that the issue was resolved, however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg the home patient (hp) did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was connected at the time of the alarm. The cg stated that the hp was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products.